Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
It was reported by the patient's legal counsel that the patient underwent a right hip revision procedure approximately six months post-implantation due to allegations of pain, metal poisoning, inability to bear weight, elevated metal ion levels, metallic-stained tissue, and dehiscence of the implant capsule. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip revision procedure approximately six months post-implantation due to loosening of the acetabular cup. During the procedure, a lack of ingrowth and discontinuity of the acetabulum were noted. The acetabular cup and poly liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2016-01402 / 01404 and 01378). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient had an initial right hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2014 due to alleged pain, elevated metal ion levels, malfunction, osteolysis, particle disease, and large acetabular and proximal femur cyst. The patient's legal counsel reported the patient was further revised on (B)(6) 2015 due to alleged pain, particle disease, and inability to bear weight. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Patient medical records noted the patient reported snapping and pain in (B)(6) 2009. Operative report dated (B)(6) 2014 noted dark fluid, metallosis, osteolysis, dysplasia of pelvis and acetabulum, significant cysts, and well-fixed stem during the procedure. The cup and head were removed and replaced. A poly liner was additionally implanted. Operative report noted the patient underwent an aspiration procedure on (B)(6) 2015; fluid taken during (B)(6) 2014 revision procedure had tested positive for infection. Operative report dated (B)(6) 2015 noted the acetabular cup to be loose with no ingrowth and discontinuity of the acetabulum during the procedure. The acetabular cup and poly liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: us157852 m2a-magnum pf cup 52odx46id lot 425130, 157446 m2a-magnum mod hd sz 46 mm lot 448190, us157850 m2a-magnum pf cup 50odx44id lot 833090, 11-104109 mlry-hd por fmrl 9 x 150 mm lot 832560, 139256 m2a-magnum 42-50 tpr insrt std lot # 288820, ep-108424 e-poly 40 mm +3 maxrom lnr sz24 lot # 775670, 650-1068 cer option type 1 tpr sleve +6 lot # 993620, 650-1058 cer bioloxd option hd 40 mm lot # 602830, 103534 ti low profile screw 6.5 x 35 mm lot # 998730, 103533 ti low profile screw 6.5 x 30 mm lot # 905530, 103531 ti low profile screw 6.5 x 20 mm ia 6.5 x 20 mm lot # 530810. Reported event was confirmed by review of x-rays and provided op notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.